Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was communicated that the reason for revision was infection. No further medical assessment is warranted at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
In a literature review, was reported that in a research of the surface damage of retrieved oxidized zirconium implants, were used sixty-three oxzr components (43 tka, 20 tha). All components were manufactured by smith & nephew, and included both cruciate-retaining and posteriorly-stabilized tka designs. It is unknown how many patients were involved, and there is no information of any of the patients from who these components were explanted of, and the reasons of explantation are also unknown. There are no dates of explantation surgeries available. And there is unknown if some of these events have been reported in the past.